Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter, and leaving the adapter plugged in for 30 minutes. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump with one that has updated software, and informed the caller about the return process and available training, with the customer understanding and acknowledging all instructions.